Event description:
It was reported via repair work order that the power cord inlet filter and nurse call phone jack plug were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the phone jack plug damage only resulted in cosmetic damage to the cap.

Event description:
It was reported via repair work order that the power cord inlet filter was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.